Event description:
Report received from the (B)(4) food and drug administration that stated the following: 'after adding medicine, there became white material in the tube." No additional details were provided including pt info, event date, or initial reporter. Hospira's medical investigation is complete; however, if additional info is received a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned for testing. Investigation is not complete. Documentation received from the reporter indicated that info on reprocessing of the device was not provided. This report represents all the information known by the reporter upon query by hospira personnel.